Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject balloon ruptured inside the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿ updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the balloon catheter was found to be kinked/bent. The balloon was found to be damaged/ruptured. During functional inspection, balloon burst/ruptured functional test ¿ balloon inflation was not attempted due to condition of the device. Balloon damage was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The device failed to meet specification when received, due to the damage noted. It was reported that during the last intervention the balloon ruptured. Additional information states that the device was prepared for use as per the directions for use, the device confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The device was returned, and the balloon was noted to be damaged/ruptured, confirming the reported event, the balloon catheter shaft was also kinked. It is probable that the device was damaged during advancement through the patient¿s anatomy causing the reported event. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿balloon burst/ruptured during use¿ and to the as analyzed ¿ balloon catheter kinked/bent¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject balloon ruptured inside the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.